Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A theatre nurse reported that the surgeon had difficulty during an anterior vitrectomy procedure. The surgeon reported he was not happy with the aspiration of the material. There was no delay during the procedure. It is unk if pt harm occurred. Additional info has been requested.